Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient received a shock and there appeared to be some sort of right ventricular (rv) lead oversensing when the patient moved the arm across the chest and there was noise on the electrogram. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.